Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experienced high blood glucose level. Customer¿s blood glucose level was 24 mmol/l at the time of incident. Customer declined troubleshooting for high blood glucose level. No further patient complication were reported. The customer will continue to use the device.